Event description:
The hospital reported that during an endoscopic vein harvesting procedure, at the end of the procedure, the hemopro 2 was noted with the jaw broken and fallen partially off. The harvester had performed fasciotomy during the procedure. It was noted that there were not any pieces or product in the harvest tunnel. No replacement was required as procedure had been completed. The hospital did not report any patient effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).